Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with 1 syringe of juvéderm® volift® with lidocaine. Within 6 months, the patient experienced a ¿inflammation in the lips, hard, with patient and everything encapsulated in a ball.¿ a month later, the patient was treated with dacortín 30 mg orally, one every day for 7 day and ciprofloxacin 500 mg orally, one every day for 7 day. The symptoms of inflammation, hardness, and pain disappeared, but the filler remained encapsulated. Event is ongoing.